Manufacturer narrative:
The following information has been received and updated: b.3. Date of event: 2020-08-10. B.5. Event description: it was reported before use the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube."

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one (1) photo was returned from the customer facility for evaluation. The photo does show the customer¿s failure mode of ¿fm¿. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube."